Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician experienced placement difficulty of the right ventricular (rv) lead due to patient anatomy. After many attempts and the use of force, the rv lead was placed. However, the rv lead exhibited high thresholds and low pacing impedance. The rv lead was removed, and a different rv lead was successfully implanted. No patient complications have been reported as a result of this event.